Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned for analysis; therefore, no evaluation could be performed. However, the patient reported having loose connection on the supply bags which is a known cause of this alarm. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during dwell cycle three of three of peritoneal dialysis therapy. The patient stated they had two loosely connected bags connected. The patient never disconnected from the line and stated that the unused line clamp was closed. The technical service representative assisted the patient in clearing the alarm and advised the patient to finish therapy with manual supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.